Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown, versys head-unknown; unknown-unknown, cup-unknown; unknown-unknown, liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03465. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a right hip revision approximately 8 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.